Event description:
On (B)(6), 2011 additional information was received when the neurologist's office reported that the patient was explanted on (B)(6), 2011. The hospital reported that they have the explanted devices but they are snowed under and will mail them to the manufacturer for product analysis as soon as they are able. The product still has not been received by the manufacturer.

Event description:
It was reported that the pt is now wanting her device explanted due to her recent events. Reporter indicated that after the pt's recent settings adjustment on (B)(6) 2011, she started having some nausea. It appears that the issue wasn't immediately taken care of by the physician, so the pt then began to report tightness in her throat, chest pain, shortness of breath and then increase in seizures, so the pt went to the ER where no cardiac issues found by the hosp or physician. It was indicated that the physician was frustrated with the pt since her issues appeared to be due to anxiety from the settings adjustment, so he disabled her device. When the device was disabled, all issues resolved, but the pt still wants device immediately explanted due the events. The physician does not want to explant, and would like to go back to the previous settings, but the pt is adamant about the removal, so the pt is being referred to a surgeon for explant. Reporter also notes that since implant, the pt was responding to stimulation and magnet activations.

Event description:
Additional information was received that product analysis was completed on the generator. In the pa lab, the generator output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Additional information was received that the generator and lead were returned to the manufacturer for evaluation. Product analysis is completed on the lead but has not been completed on the generator. Note that the majority of the lead assembly (body) including the electrode section was not returned for analysis and, therefore, a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The resistance measurement taken during decontamination verified an electrical and mechanical contact between the generator and connector pin at one point in time. Continuity checks of the returned lead portion were performed, during the visual analysis, with no discontinuities identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portion of the device which may have contributed to the stated complaints. Note that since the majority of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.